Manufacturer narrative:
Patient information was unavailable from the site. UDI and manufacture date not available for this instrument at time of filing. The straight suction was returned to the manufacturer for analysis. The reported problem was confirmed. Failed verification with an error of 2.2mm with a divot error of 1.5. The issue was resolved by using a different suction instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that two straight suctions would not verify. The representative confirmed that both suctions were bent, and they had to be replaced with new suctions. The site opened a new tray and were able to proceed without issue. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
Correction: additional review of the reported issue found that the issue does not meet the reportability requirements of 21 cfr 803 and the initial and subsequent MDR submissions were inadvertently filed.